Event description:
Md intubates pts for bronchs w/biopsy. Tyco nellcor puritan bennett dbl swivel connector w/port (cat 61065257) used, along with # 8 ett & bronchoscope. O2 connected to side arm of connector. Pt unable to exhale-increased barotrauma, bil pneumo's/pneumomediastinum & bradycardia/hypotension. Thought to be due to no t-piece initially for exhalation.